Event description:
The customer reported false negative results with the binaxnow covid-19 antigen self-test for multiple tests performed on (B)(6) 2023. On a nasal sample. This MFR. Report addresses test on 1 of two 2. Repeat testing was performed on the same day using the binaxnow covid 19 antigen self test which produced a positive result. No pcr was reported to have been performed. Consumer indicated that they were symptomatic and diagnosed with covid 19. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Other text : single use, device discarded.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211546 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 211546 and device part number 195-430h / lot 207896. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 211546 showed that the complaint rate is 0.000596%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to the specific patient sample. H3 other text : single use, device discarded.

Event description:
The customer reported false negative results with the binaxnow covid-19 antigen self-test for multiple tests performed on (B)(6) 2023 on a nasal sample. This MFR. Report addresses test one(1) of two (2). Repeat testing was performed on the same day using the binaxnow covid-19 antigen self-test which produced a positive result. No pcr was reported to have been performed. Consumer indicated that they were symptomatic and diagnosed with covid-19. No additional patient information, including treatment and outcome, was provided.